Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while defibrillating a male pt (age unknown) during a cardioversion, an arc was observed from the electrode pads. Complainant indicated that the pt's hair was singed but there was no adverse effect to the pt due to the reported malfunction.